Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by a specialist due to pain they were having. Their doctor diagnosed them with tmj due to their bite being off that was caused by the aligners. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.